Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the joint is not seated and the patient has a mild infection in the sagittal split plate.